Event description:
Boston scientific received information that this patient was presented to the hospital after a syncopal episode. Interrogation of the device revealed that this device was not pacing, and loss of capture was revealed due to programming the output voltage of the right ventricular channel under the stimulation threshold of the patient. The device was reprogrammed to increase the pacing amplitudes until adequate capture was seen. The device remains implanted. No adverse patient effects were reported following the reprogramming.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.